Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication with livanova field service representative in charge, it was learned that the bubble sensor membranes were too deflated creating air bubbles false alarm. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in serious injury. For this reason, the event has been re-assessed as not reportable.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the bubble detector. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a bubble sensor detector was defective. No additional information is available. It cannot be excluded that bubble sensor did not detect air bubble. The issue occurred at setup. There was no patient involvement.